Event description:
It was reported that the customer's blood glucose level was in the high 300's (mg/dl) with moderate traces of ketones.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose level was in the high 300's with moderate traces of ketones. Customer administered a correction bolus. Subsequently, the contact stated blood glucose levels were starting to go down.